Event description:
It was reported that the implantable neurostimulator device system was explanted due to swelling in the pocket. The patient was at home at the time of the report. Her status was reported as 'fair'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.